Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), uterine perforation ('perforation of uterus'), fallopian tube perforation ('perforation of fallopian tubes/ migration of the essure device to the abdominal or pelvic cavity') and perforation ('or perforation of other organs') in an adult female patient who had essure (batch no. 945066) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, back pain, fatigue, depression and stress had not resolved and the uterine perforation, fallopian tube perforation, perforation, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, weight fluctuation, alopecia, tooth loss, mood altered and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on 3-dec-2021: quality safety evaluation of product technical complaint (ptc). After internal review, hospitalization and disability criteria were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), uterine perforation ("perforation of uterus"), fallopian tube perforation ("perforation of fallopian tubes/ migration of the essure device to the abdominal or pelvic cavity"), perforation ("or perforation of other organs"), device breakage ("on the right side and the remaining piece where it fractured was identified and removed in its entirety") and device dislocation ("physician don't see it at all on the right.") In an adult female patient who had essure inserted (lot no. 945066) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). The patient had a medical history of benign neoplasm, spontaneous abortion, yeast infection, abnormal uterine bleeding, vaginal delivery, parity 2 and multi gravida. Previously administered products included: oral contraceptive nos and mirena. The patient had a family history of thyroid disorder, mental disorder and blood disorder. Concurrent conditions were listed as anemia, latex allergy, nephrolithiasis and heavy menstrual bleeding. Concomitant products included tranexamic acid, muscle relaxants and opioids. On (B)(6) the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation, disability and intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress"). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, back pain, fatigue, depression and stress had not resolved. The outcomes for uterine perforation, fallopian tube perforation, perforation, device breakage, device dislocation, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, weight fluctuation, alopecia, tooth loss, mood altered and anxiety were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: placed the right essure coil into the right tubal ostia and tube without any complication, leaving two to three coils within the uterine cavity. Then placed the left coil. There was a little bit more pressure which required steady pressure on the left tube to advance the coil just because of the angle of the tube. However, this was able to be placed without complication under direct vision. The patient was transferred. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: findings: the essure coils are visible on scout images there was no filling of the fallopian tubes and therefore no spill the uterine cavity is normal. Impression: normal uterine cavity \ occluded fallopian tubes and essure coils are in good position both tubes were found to be blocked.; on (B)(6) 2017: physician reviewed the images on both the regular study and the sonohysterogram. Can't see the essure with certainty and in retrospect only get a hint of one on the left, likely in satisfactory position. Physician don't see it at all on the right. There is no essure in the uterine cavity. [Pathology test] on (B)(6) 2021: source of specimen a. Fallopian tube - left. B. Fallopian tube ¿ right. Clinical history chronic pelvic pain gross description: left fallopian tube: the specimen consists of a fallopian tube with attached fimbriated end and metal springs extending from the proximal resection margin. The fallopian tube measures 4.7 cm in length with a diameter of 0.4 cm. The metal spring extends 2.5 cm from the proximal resection margin. A metal spring is removed from the fallopian tube. Right fallopian tube: the specimen consists of fallopian tube along with attached fimbriated end, proximal protruding spring from the resection margin along with separate fragment of tan tissue. The proximal spring extends 1 cm from the resection margin and appears metal and unremarkable. The spring is removed in two pieces and no spring identified in the smaller tissue fragment. Diagnosis: unremarkable left and right fallopian tube [ultrasound pelvis] on (B)(6) 2012: the uterus demonstrates a 4 mm endometrium. There are no fibroids. The ovaries demonstrate benign appearing follicles bilaterally. There is no free fluid in the cul-de-sac impression: unremarkable stud; on (B)(6) 2017: clinical history: r/o polyp. Opinion: non homogenous endometrium with possible polyp. Probable adenomyosis; on (B)(6) 2017: clinical history: menorrhagia, rule out polyps. Day 6. Findings: the uterus is anteverted with anterior and posterior endometrium measuring 3 mm each. The cavity is normal. No polyps or submucosal fibroids are seen. There is underlying adenomyosis. A left probable hemorrhagic cyst measures 1.2 cm; on (B)(6) 2017: clinical history: pelvic pain. Essure¿s were placed in 2012. Findings: the uterus is anteverted with anterior and posterior endometrium measuring 6 mm each. The cavity is normal with no polyps or submucosal fibroids. Essure¿s seen within the tubes. No adnexal abnormality is seen. The test did not reproduce her pain; on (B)(6) 2020: findings: uterus: right adnexa: ovary appears normal and measures 28 x 23 x 11 mm. The hyperechoic elongated essure device was noted and appears to be within the fallopian tube exclusively. Left adnexa: the hyperechoic elongated structure representing the essure device was identified again within the fallopian tube and does not appear to be extending into the uterus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available the most recent follow-up information incorporated above includes data received on: 27-mar-2024: medical record received. New events device breakage, device dislocation are added. Lab data including (surgical pathology report) added. Medical history, concomitant conditions , concomitant drugs were added. New reporters are added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), uterine perforation ("perforation of uterus"), fallopian tube perforation ("perforation of fallopian tubes/ migration of the essure device to the abdominal or pelvic cavity"), perforation ("or perforation of other organs"), device breakage ("on the right side and the remaining piece where it fractured was identified and removed in its entirety") and device dislocation ("physician don't see it at all on the right.") In an adult female patient who had essure inserted (lot no. 945066) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). The patient had a medical history of benign neoplasm, recurrent abortion, yeast infection, abnormal uterine bleeding, multigravida, parity 2 and multi gravida. Previously administered products included: oral contraceptive nos and mirena. The patient had a family history of thyroid disorder, mental disorder and blood disorder. Concurrent conditions were listed as anemia, latex allergy, nephrolithiasis and heavy menstrual bleeding. Concomitant products included tranexamic acid, muscle relaxants and opioids. On (B)(6) 2012, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation, disability and intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress"). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, back pain, fatigue, depression and stress had not resolved. The outcomes for uterine perforation, fallopian tube perforation, perforation, device breakage, device dislocation, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, weight fluctuation, alopecia, tooth loss, mood altered and anxiety were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: placed the right essure coil into the right tubal ostia and tube without any complication, leaving two to three coils within the uterine cavity. Then placed the left coil. There was a little bit more pressure which required steady pressure on the left tube to advance the coil just because of the angle of the tube. However, this was able to be placed without complication under direct vision. The patient was transferred. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: findings: the essure coils are visible on scout images there was no filling of the fallopian tubes and therefore no spill the uterine cavity is normal. Impression: normal uterine cavity \ occluded fallopian tubes and essure coils are in good position both tubes were found to be blocked.; on (B)(6) 2017: physician reviewed the images on both the regular study and the sonohysterogram. Can't see the essure with certainty and in retrospect only get a hint of one on the left, likely in satisfactory position. Physician don't see it at all on the right. There is no essure in the uterine cavity. [Pathology test] on (B)(6) 2021: source of specimen a. Fallopian tube - left b. Fallopian tube ¿ right clinical history chronic pelvic pain gross description: left fallopian tube: the specimen consists of a fallopian tube with attached fimbriated end and metal springs extending from the proximal resection margin. The fallopian tube measures 4.7 cm in length with a diameter of 0.4 cm. The metal spring extends 2.5 cm from the proximal resection margin. A metal spring is removed from the fallopian tube. Right fallopian tube: the specimen consists of fallopian tube along with attached fimbriated end, proximal protruding spring from the resection margin along with separate fragment of tan tissue. The proximal spring extends 1 cm from the resection margin and appears metal and unremarkable. The spring is removed in two pieces and no spring identified in the smaller tissue fragment. Diagnosis: unremarkable left and right fallopian tube [ultrasound pelvis] on (B)(6) 2012: the uterus demonstrates a 4 mm endometrium. There are no fibroids. The ovaries demonstrate benign appearing follicles bilaterally. There is no free fluid in the cul-de-sac impression: unremarkable stud; on (B)(6) 2017: clinical history: r/o polyp. Opinion: non homogenous endometrium with possible polyp. Probable adenomyosis; on (B)(6) 2017: clinical history: menorrhagia, rule out polyps. Day 6. Findings: the uterus is anteverted with anterior and posterior endometrium measuring 3 mm each. The cavity is normal. No polyps or submucosal fibroids are seen. There is underlying adenomyosis. A left probable hemorrhagic cyst measures 1.2 cm; on (B)(6) 2017: clinical history: pelvic pain. Essure¿s were placed in 2012. Findings: the uterus is anteverted with anterior and posterior endometrium measuring 6 mm each. The cavity is normal with no polyps or submucosal fibroids. Essure¿s seen within the tubes. No adnexal abnormality is seen. The test did not reproduce her pain; on (B)(6) 2020: findings: uterus: right adnexa: ovary appears normal and measures 28 x 23 x 11 mm. The hyperechoic elongated essure device was noted and appears to be within the fallopian tube exclusively. Left adnexa: the hyperechoic elongated structure representing the essure device was identified again within the fallopian tube and does not appear to be extending into the uterus quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available the most recent follow-up information incorporated above includes data received on: 06-apr-2024: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), uterine perforation ('perforation of uterus'), fallopian tube perforation ('perforation of fallopian tubes/ migration of the essure device to the abdominal or pelvic cavity') and perforation ('or perforation of other organs') in an adult female patient who had essure (batch no. 945066) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, back pain, fatigue, depression and stress had not resolved and the uterine perforation, fallopian tube perforation, perforation, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, weight fluctuation, alopecia, tooth loss, mood altered and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.